Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete functional testing) has been confirmed. Upon investigation the monitor failed incoming testing. The cause for the failure was a defective u6 component on the computer/analog board. Additionally, shorted insulated-gate bipolar transistors (igbts) q12 and q17 on the defibrillator pca were also found. The root cause for the defective u6 and the shorted igbts could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was unable to complete incoming functional testing.